Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician inserted a ruby coil into a px slim delivery microcatheter (px slim), without prior flushing to the px slim. Consequently, the physician felt resistance and the ruby coil became stuck. Subsequently, the physician attempted to retract the ruby coil, and while retracting the coil, it unintentionally detached within the px slim. The physician was able to pull the entire ruby coil out of the px slim, flushed the px slim, and used additional ruby coils in the same px slim to complete the procedure. It should be noted that the physician did not maintain continuous flush and did not use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.